Event description:
Reporter alleged high blood glucose readings in the 500s mg/dl and customer went to the hospital as a result. It was stated customers' meter read 579 mg/dl compared to the hospital meter reading of 87 or 88 mg/dl when performed within less than a minute of each other. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.